Event description:
Reportedly, during the implantation procedure of the pacemaker, the patient was in atrial fibrillation. The pacemaker delivered a pacing at 120 min-1 for more than 32 cycles, without switching to ddi pacing mode. After approximately 10 minutes, the automatic detection of implantation was stopped manually.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure of the pacemaker, the patient was in atrial fibrillation. The pacemaker delivered a pacing at 120 min-1 for more than 32 cycles, without switching to ddi pacing mode. After approximately 10 minutes, the automatic detection of implantation was stopped manually.